Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device was performed and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found its distal section to be melted on the side, worn out, and exposing metal which is the non-insulated area of the grasping section. However, there is no teflon pad missing, the teflon pad was still attached to the jaw. The distal end of the device was inspected under a microscope and found no visual damage on the probe unit. This type of teflon pad damage is most likely attributed to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during the sleeve procedure, an audible alarm occurred multiple times with the hand-piece after pressing the seal mode. It was reported that the seal mode was working properly. The intended procedure was completed. There was no patient injury reported. Additionally, it was reported that user facility inspected the hand-piece post procedure and did not observed any visual damage to the teflon pad or the probe unit. The facility also reviewed the generator history log and was unable to find the cause of the alarm.